Event description:
Healthcare professional additionally reported a left side "swollen breast" and "fluid around the implant."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles on the surface of the shell, weight to the specification, and deformation. Cloudy gel observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings or issues related to rupture device were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and an exchange from textured to smooth due to concern with the products. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported a left side rupture and an exchange from textured to smooth due to concern with the products. Device has been explanted.

Event description:
Device has been explanted.